Event description:
The physician used a cook endoscopy percutaneous endoscopic gastrostomy set during a feeding tube placement procedure. During advancement of the tube through the esophagus and stomach, separation near the midpoint occurred. Hemostats were used to grasp the feeding tube and complete placement. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The connector near the tubing midpoint has broken, causing the tubing to separate. No other anomalies were noted. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use instruct the user to make a 1cm long incision through the skin and subcutaneous tissue. If the incision did not completely penetrate the subcutaneous tissue, this may contribute to extreme resistance of the gastrostomy tube when exiting the fascia. If excessive pressure is applied to the feeding tube, perhaps in response to resistance during placement, this can contribute to tube breakage. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.